Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (moderate tortuosity, type ii endoleak), device failure/lack of effectiveness related to patient condition (moderate tortuosity, type ii endoleak).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.6 cm in diameter abdominal aortic aneurysm approximately seven months ago. The iliac vessels had moderate tortuosity. It was reported that the patient had a distal type 1 endoleak that was resolved by placement of an iliac limb extension. There was also an unknown endoleak that was left uncorrected. Also, there was a type ii endoleak from the lumbar, it was left uncorrected. At one month follow up, a stent graft occlusion was noted to be in the left iliac. The investigator assessment states that the event is related to the study device; however, it is not related to the study procedure. There was a stent graft kinking on the left limb at the level of the bifurcation seven months post index procedure. No clinical sequelae were reported, and the patient is fine.